Event description:
Information was received that the manometer of a smiths medical pneupac parapac ventilator was "bad". No adverse effects were reported.

Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis in good condition. The manometer was inspected and found that the needle was to be outside the +/- 2 cmh20 line. Based on the evidence, the complaint was confirmed. The root cause was observed to be from normal wear and tear.